Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a 2nd degree burn on her arm during a brachioplasty and circumferential abdominoplasty procedure. The staff noted an indent along the side of the pencil where the wire may have caused the burn. The burn was treated with silvadene cream.